Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler was unable to fire while cutting the stomach on a resection of gastric cancer. They replaced with the same device to complete the case. There was no patient injury.